Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-00798; 400-04-280, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - MDR - dislocation - patient dislocated hip from previous revision surgery on (B)(6). Originally had a 28mm head with neutral sleeve implanted so doctor revised to a +7 sleeve for added leg length and offset for added stability.